Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave over-sensing (pptwos). No intervention was performed. There were no patient consequences.